Event description:
The patient's parent reported "lithium fluid seeped" from the battery. The fluid contacted the patient's skin causing redness and minor skin rash. Doctor was able to control the rash.